Event description:
It was reported that following the implant procedure the patient complained of acute chest pain and tightness. An echocardiogram confirmed a right ventricular lead perforation and evidence of trace pericardial effusion. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.